Manufacturer narrative:
(B)(4). Pump received with insulin flow block during prime/seating test due to motor defect. Unable to perform the displacement test, force sensor test, basic occlusion test and occlusion test due to insulin flow block.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm. Customer was performed self-test and it was completed. Customer was performed displacement test, no alarm, but the insulin pump appeared to complete the process and next. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported event was resolved by infusion set changed. The device will be returned for analysis.